Event description:
Medtronic received information that during use of a fusion hollow fiber oxygenator, it was reported that this device had a fiber leak during bypass. It was stated that mild harm almost happened to the patient, but the anesthetic regiment was altered, since the gas outlet was involved. There was also a possible sterility compromise. The device was replaced to complete the procedure. Medtronic received additional information that no damage was noted. Patient blood loss of 50mls occurred and an unplanned blood transfusion was not required. The IV anesthetic was doubled due to the customer not being able to run anesthetic vapor during the case, as they did not want to scavenge from the gas exhaust port once they realized the crack involved this area of the oxygenator. Medtronic received additional information that there was no visible damage on the outside of the oxygenator or pump pack, but there was a crack inside the oxygenator which is why the blood was able to enter the gas exhaust chamber.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.